Event description:
The customer contacted global technical services (gts) regarding a high drain 107/call pd nurse alarm. Which indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice (hc) during use, in drain 7 of 7. The care giver (cg) stated the home patient (hp) normally has a higher drain in drain 7 of 7. The hp was performing tidal therapy. The total volume was set to 17.5l, the total time was set to ten hours, the fill volume was set to 2.5 l, the tidal percentage was set to 95%, the target ultrafiltration (uf) was set to 1000 ml, the last fill volume as set to 500 ml, and the dextrose was set to same. The machine was set so the patient would have full drains every seven cycles. The hp used 4.25% and 2.5% solution last night. The total uf was equal to 3221 ml, the cycle 7 uf was equal to 2786 ml, the cycle 6 uf was equal to 124 ml, the cycle 5 uf was equal to 141 ml, the cycle 4 uf was equal to 145 ml, the cycle 3 uf was equal to 142 ml, the cycle 2 uf was equal to 18 ml, and the cycle 1 uf was equal to -135 ml. The cg would call the registered nurse (rn) after the call was completed. The technical service representative (tsr) suggested that the cg let the rn know that the number of full drains could be changed to prevent a build-up of uf over the course of therapy. The cg understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was made aware of this event. She stated that the patient has been doing fine since then. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The assignable cause was use error; the tidal total ultrafiltration (uf) removal set too low. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed a failure of the heater check report. The pump was reworked and passed all subsequent testing.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.